Event description:
The caller reported that the customer suspected the insulin pump was not working properly. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level. Her blood glucose level was over 600 mg/dl. The customer had an infection and had fallen. She was treated with insulin drip through an IV. The customer was wearing her insulin pump at the time of the emergency room visit. She declined troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.